Manufacturer narrative:
This report is submitted on july 24, 2018, (B)(4).

Event description:
Per the clinic, the patient experienced persistent infections at the abutment site and subsequently was administered antibiotics; however the issue has not been resolved. There are plans for the patient to transition from a baha connect to a baha attract system, however this has not occurred as of the date of this report.